Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when preparing a 6/7f mynx control vascular closure device (vcd) before insertion, the balloon was not intact. Hemostasis was achieved with manual compression. Manual compression was applied for 20 minutes with absolute bed rest and a pressure dressing for 24 hours, and a sandbag was used for 6 hours. There was no reported patient injury. The mynx vascular closure device (vcd) was stored and prepared according to the instructions for use. No device or package damage was noted prior to use. The deployer was mynx certified. The device is being returned for evaluation.